Event description:
A malfunction alarm occurred on the pump as reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service provided instructions for resetting the pump, assisted the caller with the reset, and confirmed that the issue did not recur. The customer was advised to continue using the pump and to reach out again if the malfunction code reappears.